Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A positive immulite 2500 stat troponin I patient result was reported to the physician. The sample was re-tested twice and both results were negative. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant troponin results.